Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5e drawer 5.1 b2 failed with a device not on bus error. The drawer did not populate any medications according to the map, and medications could not be accessed. The customer attempted to recover the drawer; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all sub pockets and smart cubie drawer 5.1 had failed. A field service engineer shut down the station and receded the road board cable on sub drawer 5.1. The station was rebooted, after which all pockets appeared correctly in the drawer configuration and verified functionality. The system functioned as intended after the field service engineer repaired the device.